Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluation by mfg: other, device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated in the report that the cuff had a pinhole, so the cuff pressure cannot be kept. The sample was available for investigation. The event occurred during infusion at the facility. There was a patient involvement, but no harm/adverse event reported. There was no disinfection or sterilization, and no infectious disease occurred.

Manufacturer narrative:
Investigation summary: one used decontaminated sample was returned for investigation without its original packaging. Customer is claiming pinhole on the tracheostomy tube cuff which was detected during use. Under visual inspection the sample appeared to be in good condition. During manufacturing process, the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12-hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was confirmed that after 12 hours the cuff was still fully inflated. The sample was tested too under water and no pinhole was found. Based on results of testing the reported failure was not observed. No signal of similar customer complaints was identified. A device history record could not be completed as no lot number was received.